Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-55160.

Event description:
It was reported that the insulin pump alarmed motor error twice, followed by a no delivery alarm. The most recent blood glucose reading was 132 mg/dl. The customer was unable to troubleshoot the issue at the time of the call because the customer was stuck in the prime loop. No significant events leading to the alarm were observed. He requested return of the infusion set and reservoir for analysis. The alarms occurred during the prime process. The cause of the issue could not be determined. Advised replacement of the insulin pump. Nothing further reported.